Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via (B)(6) that her blood glucose was 400 mg/dl. No further details were provided regarding treatments or symptoms of the high blood glucose, and no products were returned or replaced.